Manufacturer narrative:
One biohazard sharps container, containing 4 introcan safety needles was returned to the manufacturer for eval. All needles exhibited the clip covering the tip of the needle. Since the needle involved in the incident was not isolated and all clips covered the tips of the needle, the actual sample could not be identified. Based on the samples returned, all units appeared to have functional properly. All safety clip dimensions that were able to be measured on the four returned samples were checked and found to be within the design specifications. It has been reported that after the needle was withdrawn from the pt, the stylet was laid down in the packaging and during clean-up, the nurse was stuck with the tip of the needle. It is possible, that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since the nurse reported, she is not absolutely sure if the clip covered the needle before setting it down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The samples and all available info has been provided to the actual manufacturer for eval.

Event description:
As reported by the user facility: nurse was stuck by introcan needle. Nurse is pregnant and has gone to the hospital for treatment and (B)(6) testing. Introcan needle was drawn from the pt and placed within disposal bag to discard. The tip was sticking out of the bag and nurse was stuck. Add'l info provided by the facility indicated that the nurse and the pt received all hospital protocol bloodwork testing and the results are (B)(6). Add'l info provided by the nurse involved in the reported incident indicated that after withdrawing the needle from the pt, she laid the needle in the packaging. She reported, she thought, the clip covered the needle before she laid it down. However, when cleaning up, the needle tip was sticking out of the packaging and she received a needlestick. The nurse cannot say for sure that the clip covered the needle tip, before laying it down.